Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door sensor failure through the experience of a door not fully latched alarm. Evaluation determined the cause to be a failed lower link switch. The lower auxiliary, including the link switch, was replaced.

Event description:
It was reported that a spectrum pump experienced a door sensor failure in which it would not recognize a closed door. It was also reported that there was no patient involvement.